Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty on (B)(6), 2010. Subsequently, patient alleges increased metal ion levels. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay a revision procedure occurred and the cup was not removed, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01029-1 / 01030-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01030 and 01034). The user facility was notified of the event . In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to patient alleged elevated metal ion levels, pain, discomfort, soreness, dysfunction and loss of range of motion. The head was removed and replaced with a biomet head and liner while the cup remains implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.